Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv lead pacing impedance stable at approximately 300 ohms through (B)(6) 2016, then decreases slightly to approximately 260 ohms. Alert for rv tip to rv coil lead impedance warning occurred on (B)(6) 2016.

Event description:
It was reported that an alert was triggered due to low pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.